Event description:
It was reported the implantable neurostimulator (ins) was replaced per the doctor¿s discretion. The replacement was due to the first over-discharge that was confirmed the day of the procedure and patient compliance. The patient did not experience any symptoms and a physician mode recharge (pmr) was not attempted. The patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins), serial# nks711721h, found no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.